Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device interface/buttons are not functioning. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca. The customer ordered a replacement processor pca and was informed that there is a global ship hold. The device remains at the customer site.

Event description:
It was reported to philips that the device will not boot up. There was no reported patient involvement/adverse patient impact.